Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast and blood in the inflation lumen and balloon. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was soaked in a water bath for two days to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the proximal marker band. There was no marker band damage detected.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the mildly tortuous and moderately calcified distal right coronary artery. After a 2.5x20mm synergy stent was in place, a 2.50mm x 12mm nc emerge balloon catheter was advanced for post-dilation. However, during inflation at 11 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the mildly tortuous and moderately calcified distal right coronary artery. After a 2.5x20mm synergy stent was in place, a 2.50mm x 12mm nc emerge balloon catheter was advanced for post-dilation. However, during inflation at 11 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient was stable.